Event description:
It was reported that physician attempted to use a 5f celt to close a 5f antegrade puncture in the femoral artery. Ultrasound was used to assist closure, but due to the patient high bmi and presence of significant calcium proper visualization was not achieved. Both wings were deployed inadvertently in the vessel and ultrasound could not confirm proper wing placement. The implant was ejected into the vessel and it travelled to the tibio-peroneal trunk. Direct peroneal access was then gained and the implant was stented to the wall of the tp trunk. The original puncture where the celt was attempted was controlled with manual compression. Patient was discharged the same day with no further incident.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaint's files was not possible as lot number was not provided. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. This report is the final report being submitted by vasorum. Investigation findings code 4247 was used as no other feasible code was found for the preferred term "inconclusive". Investigation conclusions code 4316 was used as no other feasible code was found for the preferred term "inconclusive".